Manufacturer narrative:
The diamondback 360¿ coronary orbital atherectomy system instructions for use manual states hypotension is a possible adverse event that can occur with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. While it was reported that the initial drop in blood pressure occurred with the administration of sedation and a further decrease in pressure related to guide catheter, which resolved with repositioning of the guide, the physician did not provide an opinion on whether or not a csi device contributed to the patient's hypotension. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi has requested the lot number. If it is provided, a DHR review will be performed. Csi ID: (B)(4).

Event description:
The patient experienced a drop in blood pressure following several treatments with the diamondback coronary orbital atherectomy device (oad). Neo synephrine was administered, and the patient was stable. A non-flow-limiting dissection was also seen at the apex of the right coronary artery. The procedure was continued with angioplasty and stent placement, and no further complications were observed.